Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she got no delivery alert on insulin pump. The customer also reported that she did have some air bubbles but she pumped them out. The troubleshoot was done for no delivery alarm and customer stated that the insulin exited. The customer blood glucose was 369 mg/dl. Customer stated her blood glucose was 479 mg/dl yesterday and her first time noticing it was her blood glucose of 240 mg/dl. The customer reported that the insulin pump was damaged at the bottom of the reservoir compartment. Unable to offer troubleshooting for high blood glucose and no delivery because line was disconnected. The product was returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms and air bubbles anomaly noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, stained end cap sticker, cracked end cap and minor scratches on display window noted.